Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Cuts in the insulation were noted along with deformed conductor coils, but this was due to suture sleeve tie down with no contribution to the event. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Lab analysis concluded there is nothing visually wrong with the lead that would cause a dislodgment.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected of microdislodging due to elevated thresholds at post-op. A revision procedure ensued and the lead was replaced and is to be returned for analysis. No additional adverse patient effects were reported.